Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, self test and displacement test. No unexpected battery failed alarms or hardware low level failures alarms noted during testing however, hardware low level failures alarm (variable 3) is confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a hardware low level failures. The customer stated they were able to clear the alarm and were able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.